Event description:
It was reported that the patient experienced bleeding and a decline in activities of daily living (adl) after undergoing a water vapor therapy procedure back in 2023, compounded by pre-existing medical history, and subsequently passed away. The direct causal relationship is not clear.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced bleeding and a decline in activities of daily living (adl) after undergoing a water vapor therapy procedure back in 2023, compounded by pre-existing medical history, and subsequently passed away. The direct causal relationship is not clear.